Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultralink meter read inaccurately. The medical surveillance specialist (mss) spoke with the patient¿s mother (reporter) on (B)(6) 2013 and obtained the following information. The alleged issue began on the early morning of (B)(6) 2013. The patient reportedly went to bed late that morning (at 3 am). The patient obtained a blood glucose result of ¿300 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin pump therapy. Based on the alleged result, the patient administered self insulin (amount not specified). Around 6 am that same morning, the patient¿s father tested her blood glucose as she slept and obtained a result ¿in the upper 200 mg/dl.¿ the father administered the patient additional insulin as she continued to sleep. Around 730 am-8 am, the patient¿s blood glucose was retested and read ¿112 mg/dl¿ with the subject meter. At 11 am that same morning, the patient was reportedly still sleeping; however, about 15 minutes later, the reporter was alerted that the patient was ¿not acting right.¿ the reporter claimed the patient had fallen out of bed and was having a seizure. The reporter administered the patient a glucagon injection as treatment. After the injection, the reporter tested the patient¿s blood glucose at ¿89 mg/dl¿ with the subject meter but the reporter claimed the patient was still ¿not acting right.¿ the reporter claimed the patient was not responsive and ¿just not herself.¿ emergency medical services (ems) was contacted. By the time ems arrived, the reporter retested the patient¿s blood glucose at ¿over 400 mg/dl¿ with the subject meter. No additional treatment was provided by ems. By the time the patient was taken to the hospital, the reporter claimed the patient was nauseous and vomiting. The patient was administered intravenous (IV) fluids and medications for nausea. While at the hospital, the reporter tested the patient¿s blood glucose with the subject meter and obtained a result of ¿24 mg/dl.¿ the reporter immediately gave the patient crackers and sprite soda to drink before advising the health care professionals (hcp). The hcp advised the reporter against treating the patient without consulting them during the hospital stay. Within 5 minutes, the patient¿s blood glucose was retested with the hospital meter and obtained a result of ¿220 mg/dl.¿ no additional treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Quality control testing was performed which tested within specifications. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient obtained inaccurate results on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing. The alleged issue was not observed. The test strips involved with this complaint have also been returned but not yet evaluated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Follow-up # 1 ¿ (08/23/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 8/14/2013 and 8/19/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.